Event description:
A (B)(6) male patient contacted zoll customer support to report a problem with his battery charger/modem. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of batter charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the charger was producing battery charger faults and was unable to properly charge a battery. The cause for the failure was isolated to a shorted q1 current controlling transistor on the bedside board. The root cause for the shorted component could not be positively identified. In addition, the charger's battery board was contaminated. The root cause for the contamination was unable to be positively determined, but was likely caused by liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.